Event description:
It was reported via repair work order that the head rest could not be locked in place and hold weight due to loose bolts no patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.